Manufacturer narrative:
The product information was not provided. It is not possible to determine the manufacture date without the product information. Not all initial reporter information was provided.

Event description:
The customer received a blood glucose reading of 17 mg/dl on a breeze2 meter. She retested on another breeze2 and a contour next, and the readings were 85 and 97 mg/dl, respectively. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Further information was not provided. Product was not expected to be returned or replaced at the time of the call.